Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation observed that there was a duplicate output when the column 1 soft key, on/off key, 0 and (.) Keys were pressed. All remaining keys were confirmed to be inoperable due to a failed keypad. The failed keypad was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had an inoperable keypad, which was clarified during baxter's evaluation as in inoperable keypad with duplicate output. It was also reported there was no patient injury.